Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys t4 assay on a cobas 8000 e 801 module. The erroneous results were not reported outside of the laboratory. The sample was tested three times on the customer's e 801 analyzer, resulting with t4 values of 24.4 ug/dl, 24.9 ug/dl accompanied by a data flag, and 21.6 ug/dl. The sample was tested at another laboratory on a cobas 6000 e 601 module, resulting with a t4 value of 12.21 ug/dl. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 601 analyzer used at the other laboratory was asked for, but not provided.

Manufacturer narrative:
A sample was provided for investigation. An interfering factor against a component of the reagent was identified. This interference is addressed in the package insert.